Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an error alarm related to a broken force sensor. Customer stated that the device was not exposed to a high magnetic field or dropped. Customer was not able to rewind the insulin pump. The alarm history could not be verified. Blood glucose value at the time of the alarm is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical error and a pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was received corroded. The pump failed the leak test. The pump leaked at a crack on the back of the pump. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the lcd window, case and keypad overlay.